Event description:
After one hour past of ivtm therapy, customer noticed blood tinge in the start-up kit and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. The icy catheter (lot # 172067) was removed and the customer noticed leak between the 2nd and 3rd balloons. A new icy catheter lot #172067 and a new suk were placed to continue with treatment along with the same thermogard ivtm system. About 16 hours later, the saline bag emptied and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. Balloon leak on the icy catheter was suspected. A new catheter and a new suk were replaced and treatment continued with the same thermogard ivtm system. The icy catheter insertion was smooth into the patient's left femoral vein. Per reporter, the possible cause for the catheter leaks was due to a pacemaker that was inserted into the patient's right femoral vein. No consequences or impact to the patient. Please see the following related MFR report: MFR (B)(4) for the first icy catheter (lot #172067).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
Additional information in b5.

Event description:
After one hour past of ivtm therapy, customer noticed blood tinge in the start-up kit and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. The icy catheter (lot # 172067) was removed, and the customer noticed leak between the 2nd and 3rd balloons. A new icy catheter lot #172067 and a new suk were placed to continue with treatment along with the same thermogard ivtm system. About 16 hours later, the saline bag emptied, and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. Balloon leak on the icy catheter was suspected. A new catheter, saline bag and a new suk were replaced, and treatment continued with the same thermogard ivtm system. The icy catheter insertion was smooth into the patient's left femoral vein. Per reporter, the possible cause for the catheter leaks was due to a pacemaker that was inserted into the patient's right femoral vein. No consequences or impact to the patient.